Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for food bolus in the esophagus during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2024. During the procedure, the clip would not be released from the catheter. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.